Manufacturer narrative:
Device evaluated by manufacturer - a detailed technical analysis of the device could not be performed because the unit was not returned. The manufacturing records could not be reviewed due to an unknown batch number. Ship history was performed and no additional complaints have been received from the sold-to-customer. The most probable root cause classification is user/use error. A product labeling review identified that the device was not used per the filterwire us directions for use (dfu). The complaint states that the physician pulled the filter wire thru the stent without putting into the retrieval sheath. In the preparation of the ez retrieval sheath and filter capture section of the dfu cautions the user 'always use a filterwire ez system compatible retrieval sheath to remove the protection wire. Pulling an open filter through a stent should be a last resort for retrieval as it may lead to entanglement with the stent and possible filter loop detachment.' (B)(4).

Event description:
Same case as MFR report#: 2134265-2010-03305 it was reported that during a coronary stenting treatment procedure, filterwire removal difficulties and a vessel perforation occurred. The lesion was located in an 11 year old saphenous vein graft (svg). The physician advanced a filterwire and deployed a taxus liberte' stent of unknown size in the lesion. The filterwire was accidentally pulled through the stent without placing the device into the retrieval sheath and was removed in an open loop state. Angiography at the end of the case revealed a perforation. The patient was stable when discharged from the hospital. Additional information has been requested, but is not available.